Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of the instrument. Could be removed. No further information is available. Procedure was completed with same like device. No consequences for the patient. Device was discarded.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.